Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. (B)(6). Concomitant medical products: lid device, therapy date (B)(6) 2020. UDI: (B)(4).

Event description:
It was reported from (B)(6) that prior to a surgical procedure, it was observed that the battery handpiece device, while being used with a lid device, worked on its own before the trigger was pressed. It was reported that there were no delays in the surgical procedure. It is unknown if a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However during evaluation, it was noted that the device housing was bent and cracked, the bearing was worn, the moving parts did not move smoothly and there was component damage. The device also failed pretests for check roundness of housing, check for free moving and leakage test using bubble emission technique. The assignable root cause was traced to improper maintenance.